Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) post treated ventricular fibrillation (vf) episodes. As well, the patient's right atrial (ra) lead had intermittent atrial undersensing. Both leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.